Event description:
It was reported the bd saf-t-intima prn yel 24ga x 0.75in row needle shielding failed it was reported by customer that while inserting hdc into patient. Hdc inserted. Extracted needle into safety device. Unscrewed safety device from hdc. Needle was sticking out of safety device 2 inches. Could not be fully extracted into safety device. Exposed of in sharps container. Rcc received a complaint via email. Email(s) attached. Incident details: writer inserting hdc into patient. Hdc inserted. Extracted needle into safety device. Unscrewed safety device from hdc. Needle was sticking out of safety device 2 inches. Could not be fully extracted into safety device. Exposed of in sharps container. Impact of incident: risk of needle stick injury / blood body fluid exposure who was affected? No person affected frequency of problem: first time device name/description: catheter IV passive safety winged closed system yellow 24gx19mm saf-t-intima. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 383318. Serial or lot number: 3354824. Device expiry date (yyyy-mm-dd): 2027-12-31. Supplier: (B)(4). Supplier catalogue number: 333-383318. Was the device retained? No.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3354824. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.